Event description:
Echocardiogram done 7 months post-op showed mild aortic regurgitation and a mild jet of mitral regurgitation across the valve. This is not felt to be significant. The pt will continue to be monitored.